Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a repeated error 22018 occurred during the pre-anesthesia phase before any ports were placed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs first and verified the error, and it was reported to occur each time the system was powered on in a dual-console configuration. Tse had the customer use the other console as a workaround since only one console was typically used. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors 22018 on tilt sensor; therefore, the fse replaced two sensors to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.